Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. No button error alarm. No unexpected weak battery. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have a keypad anomaly. Customer was attempting to deliver a bolus for his meal and the numbers kept scrolling when the buttons were pressed. Customer's blood glucose was 115 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.